Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that the handset was lagging again at 90%. Agent reviewed data and assisted them in deleting data. They would call back if they needed further assistance. They had also been getting some errors (0x69371e69 0x3ed8045e 0x6a371e69 0x3ed8045e 0x19d459df) that they felt were part of the 90% lag. They did not recall when the codes started to appear.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patient stated since the end of (B)(6) 2023, they had been having issues with the connection to the pump. The patient stated they were having to wait a long time to bolus and it was taking longer and longer to connect. The manufacturer's patient services specialist (pss) reviewed data and how to delete the data. The patient was able to connect to the pump with no delay. The patient reported service code 338, and pss reviewed. The patient also reported seeing service code 156 and pss reviewed the 156 goes away. The patient states they also saw "you are leaving the app", pss reviewed. The patient will call back if they need further assistance.

Event description:
Additional information was received from a patient and stated that they were experiencing the lag issue again. The agent assisted the patient with clearing data and patient confirmed issue resolved. The agent sent instructions to email provided by the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.